Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. Prior to stapling any tissue, the surgeon was not able to open the staplers after it was placed on the patients abdominal cavity. The instrument did not fire. Another stapler was opened and used to resolve the issue. There was no patient injury.